Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and was admitted to the hospital with sepsis. The device system was explanted and replaced. Patient was stable before, during, and after the procedure.